Manufacturer narrative:
The technician advised the customer that due to the new welds on the bed not being certified, stryker can no longer service the bed.

Event description:
It was reported that while evaluating the unit for an unrelated issue, the technician discovered that the user facility had re-welded load bearing welds on the bed. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.